Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6) 2013. It is further alleged that she suffered injuries as a result of implantation of the device at issue, excessive levels of chromium and cobalt in his blood. Patient has not yet scheduled a surgery for explantation of the femoral head.

Manufacturer narrative:
Reported event: an event regarding corrosion and elevated ion levels involving a metal head was reported. The event was not confirmed. Method & results: -product evaluation and results: not performed as the item was not returned. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: re pi which represent a female patient, dob (B)(6) 1955. Pi - states a date of implantation (B)(6) 2013 and explantation (B)(6) 2018. The event description states: "... Lawsuit ... Implanted with an lfit anatomic v40 cocr femoral head ... Right hip ... Alleged she suffered injuries as a result of implantation of the device ... Device recall , excessive levels of chromium and cobalt in her blood." Pi - states a date of implantation as (B)(6) 2012 and explantation (B)(6) 2018. The event description states: "... Lawsuit ... Implanted with an lfit anatomic cocr v40 femoral head ... Left hip ... Alleged she suffered injuries as a result of implantation and explantation of the device ... Device recall, excessive levels of chromium and cobalt in her blood." (B)(6) 2013 implant labels right tha: 54 trident psl ha cluster acetabular shell, 36/0 degree x3 poly insert, dome hole plug, 4.5 accolade tmzf plus stem, 36/+5 lfit v40 femoral head. (B)(6) 2018 "operative report ... Revision right tha ... Pre/post-op diagnosis: failed right tha secondary to femoral stem trunnion corrosion ... Gen. Anesthesia/post. Approach ... Continued elevated cobalt levels ... Fluid around right hip ... Similar revision left hip 2/18 ...femoral head removed ... Trunnion in pretty good shape ... Easily cleaned with wet lap ... Acet. Liner removed ... New x3 liner ... 36/+2.5 biolox head with adapter sleeve ..." Uncomplicated surgery described. 4/20/12 implant labels left tha: 58 trident psl ha cluster acetabular shell, dome hole plug, 2 screws, 36/10 degree eccentric x3 insert, #4 accolade tmzf plus stem, 36/+5 v40 lfit femoral head. (B)(6) 2018 "operative report ... Revision left tha... Pre/post-op diagnosis: failed left tha secondary to trunnionosis and greater trochanter fragmentation and proximal migration ... Gen. Anesthesia/post. Approach ...thought to have a non displaced greater trochanter fracture ... In the past ...elevated co 8.9 chromium 4.9 ... Removed femoral head ... Minimal metallic debris on the trunnion ... New liner ... 36 ceramic head with +4 adapter sleeve ...: uncomplicated surgery described. `no clinical or pmh, no patient demographics, no primary tha operative reports, no imaging studies, no lab or surgical pathology reports, no examination of explanted components. Based upon the information available for review, neither confirmation of the event descriptions nor preparation of medical reports are possible for these 2 cases. -product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review of the provided medical records to a clinical consultant indicated: based upon the information available for review, neither confirmation of the event descriptions nor preparation of medical reports are possible for these 2 cases. Further information such as clinical or patient medical history, patient demographics, primary tha operative reports, imaging studies, lab or surgical pathology reports and examination of explanted components are required to complete the investigation and determine a root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6) 2013. It is further alleged that she suffered injuries as a result of implantation of the device at issue, excessive levels of chromium and cobalt in his blood. Patient has not yet scheduled a surgery for explantation of the femoral head.